Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported and through investigation that a patient with a 27mm 7300tfx mitral valve in the mitral position has been explanted after an implant duration of 8 years, 4 months and 12 days due to leaflets calcification with stenosis and insufficiency. The patient presented with symptoms of heart failure. The explanted valve was replaced with a 29mm 11400m valve. The patient was discharged to inpatient rehab. Per hospital pathology report, mitral valve prosthesis gross examination only: under surface of the valve leaflets shows focal calcifications.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and through investigation that a patient with a 27mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 3 months due to stenosis. The patient presented with symptoms of heart failure. The patient is scheduled for surgery on (B)(6) 2024.